Event description:
Neuropathy (provisional dx) [neuropathy peripheral]. Profound and permanent neurological injuries [neurological complication from device]. Severe and permanent physical injuries [injury]. Excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Case description: an attorney reported that their client, an adult female age (B)(6), used (and ingested) fixodent denture adhesive, version unk cream after receiving dentures approximately 6 yrs ago, in 2003, and has suffered profound and permanent neurological injuries, severe and permanent physical injuries and was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion. She discontinued use of fixodent after being diagnosed with neuropathy. She has received and will continue to receive unspecified medical care and treatment. Because of the events, the client had disabilities and was unable to perform her normal, customary and daily activities. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device.